Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. Analysis was unable to confirm the blank display or cannot read anything off the screen due to lcd physical damage. The unit had a cracked reservoir tube lip and was cracked on the display window.

Event description:
The customer called in to report a cracked display. The customer reported that the device fell and was accidentally kicked. The customer's blood glucose level was 215 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.